Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01696. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the anterior m2 segment of the middle cerebral artery (mca) using penumbra coil 400's (pc400s) and a px slim delivery microcatheter (px slim). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician deployed and detached two pc400s into the target vessel using the px slim with no issues. While attempting to advance a new pc400 through the px slim, the physician experienced resistance and subsequently, the pc400 became stuck. Therefore, the physician removed the px slim with the pc400 and completed the procedure using a non-penumbra microcatheter and penumbra smart coils (smart coils). There was no report of an adverse effect to the patient.